Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, the subject device was not returned and therefore, the root cause could not be determined. It is likely there may have been a difference of recognition of handling of the device and reprocessing method between what was recommended by olympus and the recognition of the subject facility. The suggested event is detectable and preventable by handling device in accordance with the following IFU: the IFU warns against improper reprocessing, stating that "inadequate reprocessing of endoscopes and accessories may result in infection of patients or surgeons who touch them." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the forceps/irrigation plug was incorrectly reprocessed. The facility was interviewed by the olympus representatives and stated deviation from the reprocessing guidelines. The issue occurred during an unknown event and procedure. There were no reports of patient harm.